Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the 3dmax mesh may have caused or contributed to the events as alleged. The cause of the patient reported postoperative complications has not been established. The safety and effectiveness of permanent implant surgical meshes has been extensively studied for decades within the medical and scientific communities. While no medical device is risk free, clinical studies, biocompatibility and other scientific testing, and physician¿s clinical experience and feedback have established that surgical meshes are safe and effective as a permanent human implant. To date, this is the only reported complaint for this production lot of 243 units released for distribution in (B)(6) 2006. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents device #1 and additional emdr was submitted to represent device #2. Remains implanted.

Event description:
It was reported that on (B)(6) 2006 the patient underwent a hernia repair procedure and was implanted with one right (device #1) and one left (device #2) 3dmax mesh. As reported an estimated 2-3 years post implant the patient began to have intermittent pain, tingling, numbness and lymphoma.

Manufacturer narrative:
This is an addendum to the initial emdr to make updates based on additional information provided by the contact. The initial determination remains the same, as no conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents device #1 and additional supplemental emdr was submitted to represent device #2.

Event description:
It was reported that on (B)(6) 2006 the patient underwent a hernia repair procedure and was implanted with one right (device #1) and one left (device #2) 3dmax mesh. As reported an estimated 2-3 years post implant the patient began to have intermittent pain, tingling, numbness and lymphoma. Addendum: it was reported that there was a miscommunication the contact reports that the patient does not have lymphoma (cancer); the patient has lymphedema (swelling in the legs). The contact reports the patient has "intermittent bouts of nerve pain and other sensations, in the inguinal region, and down the leg. The intensity varies. Events are typically acute, regarding pain, symptoms include a zinging, sharp and intense pain like, "a jellyfish sting might feel like, on your insides". As reported these pains to be relieved with positional changes.